Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced rash at sensor patch adhesion site. Patient sought medical intervention from a dermatologist. Dermatologist prescribed a steroid cream. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was in good condition.

Manufacturer narrative:
(B)(4).